Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a generator change out with another device manufacturer, the right ventricular (rv) lead was surgically capped and taken out of service. A new rv lead was placed. No further details were able to be obtained. No adverse patient effects were reported.